Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-04015 and 2015691-2022-04017. Investigation is ongoing.

Manufacturer narrative:
Added and corrected information in d.9. Delivery system was returned for evaluation. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not received for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed. There was another complaint regarding withdrawal difficulty of the delivery system. In that case, no manufacturing non-conformances were able to be identified. The event was found to be related to patient and/or procedural factors. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery of the patient's anatomy was received. Tortuosity and calcification were present in the patient's access vessel. Some areas of access vessel mld was less than 6.0mm, which is the recommended minimum mld for a 29mm system. The IFU, device preparation manual, and device procedural manual were reviewed. During thv retrieval through the sheath, thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip and the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. The crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The events were unable to be confirmed as the complaint device or relevant imagery were not returned for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, the valve alignment was tried in the thoracic aorta as per it was considered the most favorable section, where there was a kink. Due to the resistance of the ic, the gross alignment was not possible to perform, and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system.' Performing valve alignment in a tortuous anatomy or in a non-straight section of aorta increases the force required to position the valve between the valve alignment markers. If tortuosity is present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends/kinks in the anatomy. Calcification can also create non-coaxial angles. Furthermore, performing valve alignment in a non-straight section of aorta may cause the thv to 'dive' into the lumen of the flex tip, which can result in additional valve alignment forces. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' As revealed in the received imagery, tortuosity and calcification were present in patient's access vessel. It was also reported that difficulties were experienced during system withdrawal. Per the complaint description, 'the push force was so high that the distal part of the commander (pusher) got inside the valve. It was not possible to retrieve the delivery system with the crimped valve through the esheath because of the diameter of the valve'. Excessive device manipulation caused the valve (outflow) profile to get altered a larger profile where it can be more susceptible to catching. Interaction of an altered crimped valve profile with the sheath distal tip may result in difficulty during delivery system retrieval. As the device or relevant imagery were not returned, a definite root cause was unable to be determined. However, available information suggests patient factors (tortuosity, calcification) and/or procedural factors (valve alignment in non-straight section, excessive device manipulation, withdrawal of an altered crimped valve) may have contributed to the reported event.

Manufacturer narrative:
The device was returned for evaluation. The thv was aligned on proximal shoulder of inflation balloon. The inflation balloon material was bunching distally from thv. Thv was not centered on the flex tip. Gouges present on flex tip. Compression observed on flex shaft. Proximal struts on valve bent outwards. Distal tip of esheath was noted to be split and kinked. With distal end cut, the balloon shaft was able to pull from default to warning marker, lock and use full fine adjustment with no abnormalities observed. Locknut/collet force measurements were taken of the returned device. The locknut/collet engagement tensile strength met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and of the similar complaint found, no manufacturing nonconformances were identified during evaluation. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Imagery was received from the field. Tortuosity and calcification were present on the patient's access vessel. Some areas of the access vessel had minimum luminal diameter (mld) were less than 6.0mm, which is the recommended minimum mld for a 29mm system and a 16f esheath. Tortuosity and calcification were present on the patient's iliac and arterial anatomy. The IFU, device preparation manual, and device procedural manual were reviewed. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The valve alignment difficulty and withdrawal difficulty were confirmed based on evaluation of the returned device. However, functional testing of the returned delivery system revealed no device defect. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, the valve alignment was tried in the thoracic aorta as per it was considered the most favorable section, where there was a kink. Due to the resistance of the ic, the gross alignment was not possible to perform, and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system.'' Performing valve alignment in a tortuous anatomy or in a non-straight section of aorta increases the force required to position the valve between the valve alignment markers. If tortuosity is present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends/kinks in the anatomy. Furthermore, performing valve alignment in a non-straight section of aorta may cause the thv to ''dive'' into the lumen of the flex tip, which can result in additional valve alignment forces. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' As revealed in the provided imagery, tortuosity and calcification were present in patient's access vessel. Additionally, under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. A definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (residual fluid, alignment in non-straight section) may have contributed to the reported event. It was also reported that difficulties were experienced during system withdrawal. Per the complaint description, ''the push force was so high that the distal part of the commander (pusher) got inside the valve... It was not possible to retrieve the delivery system with the crimped valve through the esheath because of the diameter of the valve''. Excessive device manipulation caused the valve (outflow) profile to get altered a larger profile where it can be more susceptible to catching. Additionally, 3mensio imagery shows tortuosity and lower then recommended access vessel diameter. With the suboptimal withdrawal angles created by patient tortuosity and interaction of an altered crimped valve profile with the sheath distal tip this could have resulted in the reported difficulty during delivery system retrieval. A definitive root cause was unable to be determined. However, available information suggests procedural factors (device manipulation, withdrawal of an altered crimped valve) may have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in a patient with tortuous and calcified vessels, valve alignment was attempted in the thoracic aorta. Due to resistance, gross alignment was not possible and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system causing it to not respond. It was decided to remove the delivery system, but it was not possible to retrieve it and the crimped valve through the esheath. A surgical cutdown was performed using a balloon in the descending aorta to reduce blood flow. The procedure was aborted. The patient was taken to ICU with good hemodynamics and stable pressure.